Event description:
The customer received questionable calcium, aspartate aminotransferase (ast) and ion selective electrode (ise) sodium and chloride results for one patient sample. Of the data provided, only the sodium and chloride results were discrepant. The initial sodium result was 166 mmol/l with a data flag. The automatic repeat result was 168 mmol/l with a data flag. The initial chloride result was 125 mmol/l. These results were reported outside the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2013. The repeat sodium result was 137 mmol/l and the repeat chloride result was 97 mmol/l. The repeat results were believed to be correct. The customer stated there was no effect to the patient since the doctor questioned the results and the patient was an outpatient. The sodium electrode lot number was v37 with an expiration date of 03/31/2014. The chloride electrode lot number was h08 with an expiration date of 03/31/2014. The customer checked the sample for clots with an applicator stick prior to the repeat testing and noted there was cellular material on top of the gel of the sample tube. They removed the material prior to the repeat testing. The field service representative could not determine a cause. He performed basic checks on the analyzer and ran precision testing. He calibrated and ran qc which were acceptable to the customer. He determined the system was operating within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. An issue with the handling of the sample was suspected as multiple parameters were affected and the fact that the customer found cellular material in the sample.